Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the customer reported complaint. However, the error was confirmed via error logs/system logs. The usm did not trigger any error during normal mode. Found no sign of fluid intrusion and all connections were intact. The usm passed all tests that were performed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated recoverable faults on universal surgical manipulator (usm) 4. The site power cycled the system, which resolved the issue. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated recoverable faults on a universal surgical manipulator (usm). Based on the claim against the product by the customer noting repeated recoverable faults on a usm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue through review od the system logs and reproduced the issue and replaced the usm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm is pending completion of the failure analysis. This complaint is considered a reportable event due to the following conclusion: the customer encountered repeated recoverable faults after the start of the procedure due to an issue on a universal surgical manipulator (usm). An intuitive surgical, inc. (Isi) fse further investigated the reported complaint and confirmed the issue identifying a faulty usm arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.